Event description:
It was reported that the customer had low blood glucose levels of 42 mg/dl. The customer treated with 30g of sugar. The customer also reported high blood glucose levels of about 373 mg/dl after treating. The customer requested assistance finding her carb ratios on the insulin pump. The customer declined to troubleshoot since she did not have time. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.